Event description:
It was reported "peel away sheath is flowering and making it difficult to remove. Small pieces broke off of the sheath when peeling away. All pieces removed from patient. Clinician had to use a scalpel to nick in order to insert the peel away sheath." There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "peel away sheath is flowering and making it difficult to remove. Small pieces broke off of the sheath when peeling away. All pieces removed from patient. Clinician had to use a scalpel to nick in order to insert the peel away sheath." There was no patient harm or injury. The pateint's current condition is reported as "fine".